Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the pump was programmed to infuse pitocin 1-2milliunits/min. Reportedly the pump "just started to bolus". The event was discovered within 30 seconds and the infusion was stopped. The pump was removed from service. The pitocin was restarted hours later using a different pump. There was no report of harm to mother or baby.

Manufacturer narrative:
Correction e.1 initial reporter address.

Manufacturer narrative:
The customer¿s report that the lvp ¿just started to bolus¿ could not be confirmed. Analysis of the pcu event log shows that on (B)(6) 2016 at 6:41am the device was programmed using guardrails for an "oxytocin drip" with a dose of 2milliunits/minute and a rate of 2ml/hour. The module immediately alarmed for ¿infusor door open¿ when the infusion was started, followed by an ¿infusor flo stop open¿. The device continued to alarm for ¿infusor door open¿ until 6:42am when it alarmed for ¿channel disconnected¿ which was confirmed, folllowed by the module then being removed. The infusion programming was replicated and verified on a lab pcu and lab lvp. There were no obvious programming errors observed. The root cause was not identified. No device was returned for investigation.